Event description:
Event description guidant received info that this implantable cardioverter defibrillator (ICD) undersensensed ventricular tachycardia when rate smoothing paced into the rhythm, preventing it from being detected as ventricular tachcardia. Anti-tachycardia pacing was delivered with appropriate sensing, but did not convert the rhythm. Guidant received subsequent info that this implantable cardioverter defibrillator (ICD) was electively explanted in response to the advisory/recall on this device model.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) undersensed ventricular tachycardia when rate smoothing paced into the rhythm, preventing it from being detected as ventricular tachcardia. Anti-tachycardia pacing was delivered with appropriate sensing, but did not convert the rhythm.